Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that poor communication was seen on the patient programmer. The patient was trying to connect the patient programmer to the implantable neurostimulator (ins) but was encountering the poor communication screen. Changing out the batteries did not resolve the issue. The implantable neurostimulator recharger (insr) was not able to communicate with the implantable neurostimulator (ins). The last successful recharge session was 3 months ago because their wife had the recharger. The patient reported that they were currently feeling stimulation. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-04-28 providing patient weight information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.